Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1004 when delivering a shock. A code 1004 is recorded after a shock of less than 12.5 ohms is delivered. Technical services (ts) reviewed per request. Ts advised the shock had been inappropriately delivered due to atrial fibrillation with rapid ventricular response. Ts instructed the patient should be considered unprotected and the ICD system replaced. The health care professional provided the patient was admitted. In addition, ts found high out of range right ventricular pacing impedance measurements had been exhibited. Additional information has been requested but was not provided at this time. This ICD remains in service. No additional adverse patient effects were reported.